Event description:
It was reported that the ilet pump would not charge and only flashed while connected to the charger, leading the user to switch to backup subcutaneous insulin via pen and later confirm that a replacement charger resolved the charging issue; the event included a highest reported blood glucose of 270 mg/dl and no device alerts. Symptoms included hyperglycemia with dry mouth. Outcomes included no health consequences or lasting impact. Customer care agent performed investigative communication with the user and analysis of information provided. Investigation of this case revealed an energy storage system problem affecting the battery, consistent with premature battery discharge during the charging issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.